Manufacturer narrative:
A specific root cause could not be identified. The provided qc data and analyzer alarm trace did not indicate any issues. The customer was not following the tube manufacturer's recommendations for centrifugation conditions which may have affected the sample quality. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable elecsys troponin I stat immunoassay results for two patient samples. Patient 1 initial result was 0.54 ng/ml, first repeat result was <0.3 ng/ml, and second repeat result was <0.3 ng/ml. The initial result was believed to be erroneous. Patient 2 initial result was 1.05 ng/ml, first repeat result was 3.19 ng/ml, and second repeat result was 1.02 ng/ml. The first repeat result was believed to be erroneous. This sample was from a (B)(6) male born on (B)(6) 1961. Information was provided that some of the results were accompanied by data flags, but specific information was not provided. The erroneous results were not reported outside the laboratory. The second repeat results were believed to be correct. There was no adverse event. The reagent lot number was 23111701 with an expiration date of 5/31/2018. The field service representative could not duplicate the problem. He checked and verified all components of the system. He replaced the sample disk as some of the sampling positions were worn. He ran analyzer performance testing and verified the results. The customer ran controls and verified results. The customer was not using the sample tube rack adaptors.